Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 18-dec-2025 against "lot number" "6012270" and similar malfunction codes adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to cannot be determined), adhesive patch partially lifts during use - trace moisture / minor wetness, adhesive patch completely detaches during use-detachment / significant wetness. The review confirmed that lot 6012270 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 18-dec-2025 against "lot number" criteria equal "6012270" and similar malfunction codes: adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to cannot be determined), adhesive patch partially lifts during use - trace moisture / minor wetness, adhesive patch completely detaches during use-detachment / significant wetness. The count of complaints is 3. The complaint numbers is (B)(4). Device history record (DHR) review: the lot 6012270 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12 on 19-mar-2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in accordance with approved procedures under complaint (B)(4) on 11-nov-2025. Wi guidance for visual testing for complaints area (version 3): all 10 samples tested passed visual inspection for the reported malfunction code adhesive patch lifts or detaches during use (only use for confirmed adhesive issue, refer to cannot be determined). All test results were within specification as documented in the attached in the test report (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012270 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient was hospitalized on (B)(6) 2025 due to tape not sticking same day of insertion leading to high blood glucose level. The site of insertion was leg. The blood glucose level at the time of hospitalization was 380 mg/dl. The patient also tested positive for ketones. The patient got treated with intravenous drip. The length of hospitalization was less than 24 hours. The patient also experienced symptoms such as feeling tired, weak and vomiting. No further information available.